Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead dislodged into the atrium, resulting in under sensing, high thresholds and no capture. It was noted that r-waves were not sensed in bipolar mode and r-waves were small in unipolar mode. The rv lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.